Event description:
During implant the implant procedure, while using the inspire tunneler, a vein was nicked and the patient experienced bleeding. Physician located the bleed and tied it off. This resolved the issue.